Manufacturer narrative:
(B)(4): product analysis:visually confirmed approximately ~3mm of both instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed the above findings are consistent with misuse due to torsional overload, resulting in the foregoing event.

Event description:
It was reported that intra-op, the end was stripped. The product came in contact with the patient and it broke. The fragments of the product did not remain inside the patient. No patient complications were reported as a result of this event.